Event description:
The user was receiving intermittent high creatinine results that would repeat as normal. Two examples were provided. All results are in mg per dl. Sample 1: initial result was 13.1, repeat result was 0.8. Sample 2: initial result was 23, repeat result was 0.8. The erroneous results were not reported out. The field service representative determined there were defective sample and reagent probes. He replaced the probes, performed vertical and horizontal probe adjustments and verified the rinse unit operation and gear pump pressure were all within specification. To verify the analyzer operation, he performed precision testing and qc.